Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator sound abatement foam. The patient alleged visualization of particles in the air path. There was no report of serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation. Philips will remediate foam and internal airpath components (if required only). "R" priority notifications will capture all remediation activities. Any further repair or preeventive maintenance activities that may be required will be performed by customer/dme. The device was returned unrepaired to the customer.